Event description:
Customer contacted beckman coulter inc. (Bci) regarding false high troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system. Three patients were tested for accutni and the results were 2.67, 8.63 and 7.69ng/ml and upon repeat on a different instrument, the first 2 samples gave results of 0.01ng/ml and the third sample gave a result of 0.00ng/ml. The erroneous results were not reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were serum and one of the samples was noted to possibly contain fibrin. Qc and precision checks were acceptable. A field service engineer (fse) was on-site and ran a cta carryover test which failed. Fse then replaced the cta sample probe and performed alignments after which a repeat of the carryover test passed.